Manufacturer narrative:
(B)(6). There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were intermittently responsive during testing. During investigation, the key contacts were observed to be misaligned and do not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the patient had to press several times on the buttons to get them to work. No additional information was available from the reporter.